Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the de-ionized (di) water valve on the fluid distribution manifold to resolve the leaking. Service repairs were verified. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer was leaking from the chemistry cartridge (cc) reagent probe a. The customer stated that the fitting on top of the probe was verified tight. The leak was contained to the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.